Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the coaguchek meter and the lab for multiple pts. Results from (B)(6) 2011-(B)(6) 2011 as follows (unspecified as to which results were from which dates): date: ng, inratio2: 1.1, coaguchek: 2.6, lab: 2.5, inratio2: 4.9, coaguchek: 3.4, lab: 4.0, inratio2: 3.9, coaguchek: 2.9, lab: 3.5, inratio2: 4.9, coaguchek: 3.4, lab: 3.9; inratio2: 1.4, coaguchek: 2.0. No pt-specified into available, but caller said that all pts tested are on coumadin and some take baby aspirin as well; no other anticoagulants. Customer noted that pts with valve replacements (and therapeutic range 2.5-3.5) had worse correlation than pts with atrial fibrillation (and therapeutic range 2.0-3.0). Caller did not specify which results matched which type of pt.